Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported an axis error one day post lasik on a patient's left eye. Doctor worked with medical advisory to develop a treatment plan. The plan was to address the astigmatism in hyperopic mode and will come back at a later date to address the residual myopia. Patient was treated using two cards. Photo refractive keratectomy (prk) is being considered three to six months post lasik in order to allow time for refraction to be stable.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps and the user skipped the gas change and the scanner test, performed the needed energy and eyetracker without any issue. According to the provided treatment report, the reported treatment could be identified in the logfile. The logfile review shows the reported treatment was performed successfully without any technical problem. No technical root cause could be identified during logfile review. The root cause for the wrong axis was entered into system due to user error. The root cause is user error. (B)(4).